Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.

Event description:
It was reported that the rod was broken and fusion had not been completed two and half years after the implantation. The revision surgery was performed and the broken rod was replaced.